Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient has a persistent proximal endoleak of an unknown origin. There is aneurysm sac enlargement of 11 mm, from time points of (B)(6) 2014 to (B)(6) 2016. No reintervention is planned at this time, the physician is monitoring the patient.